Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - drill bit broke, broken fragmented pieces left in the patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00442; 803-15-008, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.